Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor performed a coronary angioplasty, he used an angio-seal device for the common femoral arterial closure. The tissue of the highly calcified vessel, when passing the angio-seal introducer, did not go easy, when making the revision, he found that the tip of the introducer was injured. For this reason, he decided to pass another angio-seal device. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. The patient's condition was reported to be good. Additional information was received on 30oct2020. The procedure sheath size used was kit r intro fem 6fr x 10. A pre-deployment angiogram was performed. The patient's condition before, during and after the procedure was stable. The second device met expectations, there was no problem and the patient could be concluded from treatment. The procedure was successful with the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. It was initially reported that the actual sample was available; however, the user facility confirmed the sample is not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for reported event since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.